Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. No image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion and a lost image occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. During the percutaneous coronary intervention (pci) procedure, a non-bsc guide wire was first deployed and crossed the target lesion, subsequently, the opticross¿ imaging catheter was then used to visualize the target vessel. However, the device failed to cross the lesion and then lost image occurred. The physician then performed plain old balloon angioplasty (poba) using a non-bsc balloon catheter and reinserted the imaging catheter. The device was able to cross the lesion and visualized the vessel to complete the procedure. No patient complications were reported and the patient status is good. However, after device analysis, an open hole at the lap joint area was noted.